Manufacturer narrative:
No button error alarms were noted. However, the act, esc and down arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 10 mmol/l. No further information reported.